Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon had two drill bits break in the same place on the drill. There were no unusual circumstances that caused the drills to break, no surgical delay, and no adverse affects to the patient. These drill bits were part of an axsos system.